Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy, and the device failed to deliver energy. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the system and the therapy pcba. Stryker replaced both pcba to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.